Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The customer had just started using the insulin pump two weeks prior to the event. The customer requested add'l training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.